Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3889, lot # va0dt9r, product type lead; product ID 3889, lot # va0egvs, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
The analysis of lead serial number va0egvs found lead body conductor crushed. Functional test was continuity acceptable with no shorts and dry. All conductor wires crushed at 4.4 centimeter from distal end. The lead was attached to a known good screening cable. Normal impedances were measured on all circuits and electrode pair combinations.

Event description:
Additional information received reported the procedure previously reported occurred on the same day. There was some difficulty with the frame and the placing of the lead. It was noted that there was something wrong with the lead but upon inspection there were no visible fractures or signs of piercing. Everything was fine with the patient.

Manufacturer narrative:
Manufacturer report # 3004209178-2014-13169 was submitted with correction. The analysis of lead serial number (B)(4) found lead body conductor crushed. Functional test was continuity acceptable with no shorts and dry. All conductor wires crushed at 4.4 centimeter from distal end. The lead was attached to a known good screening cable. Normal impedances were measured on all circuits and electrode pair combinations.

Event description:
It was reported the caller called about a surgical procedure. Caller states that the doctor put the ipg (stimulator) in and all of the impedances except for c and 0, c and 1 and c and 2 were greater than 4000 ohms. Caller states the doctor removed the ipg, cleaned the lead and put it back on several times. Caller states the lead was inserted and the blue part was put all the way to the end. Caller states that the doctor opened another ipg and tried it and the same thing happened, impedance problems. Caller states that the doctor pulled the lead out and replaced it with the new one and everything worked fine. It was noted that the old lead did not work.

Manufacturer narrative:
(B)(4).